Event description:
The tab on delta xtend locking screw broke during insertion (left side). The screw was basically seated and was not removed from the pt. Surgery was delayed by five (5) minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.